Event description:
It was reported that the insulin gauge displayed a different amount than expected, showing 0 units instead of the 150 units expected. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer reloaded the same cartridge, and technical support advised the customer to call back for further troubleshooting if the problem reoccurs.